Event description:
It was reported that the patient had a surgery to replace the inflatable penile prosthesis (ipp) pump due to the product not operating properly. The patient visited the hospital two weeks prior to the procedure and during the visit it was found that there was a crack on the left cylinder connecting tube. The pump was replaced and the cause of the cylinder connecting tube crack was not established. A patient outcome of stable was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned inflatable penile prosthesis (ipp) components underwent a thorough analysis. Visual analysis of the returned ms pump identified that the krt was worn to the filament. The ms pump passed the leak test but failed activation tests. The reported event of device not operating properly was confirmed. The DHR review confirmed that the device met all material, assembly and performance specifications. Based on this investigation, the conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient had a surgery to replace the inflatable penile prosthesis (ipp) pump due to the product not operating properly. The patient visited the hospital two weeks prior to the procedure and during the visit it was found that there was a crack on the left cylinder connecting tube. The pump was replaced and the cause of the cylinder connecting tube crack was not established. A patient outcome of stable was reported.